Manufacturer narrative:
Investigation is still onging, conclusion not yet available.

Event description:
Reportedly, on 19-november-2024, it is impossible to interrogate an alizea.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event; it is impossible to interrogate devices. Review of the provided data confirmed the reported event. When interrogating a device, an error occured when getting some data, therefore the interrogation is stopped. The most probable hypothesis is that a configuration file has been corrupted, causing the software to not work correctly. The root cause could be clearly established. This case iss retained and utilized for trend purposes.

Event description:
Reportedly, on 19-november-2024, it is impossible to interrogate an alizea.